Manufacturer narrative:
Insulin pump passed the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, no delivery, and motor tests. No unexpected low reservoir alarm, excessive "no delivery" error alarm, or motor error alarm noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported via phone call that in july she called about her insulin pump alarming no delivery. Since then, the customer has to replace every single one of her supplies every 3 to 4 days. Her blood glucose level was over 500 mg/dl. She treated her high blood glucose level with a manual injection. The no delivery alarms were recurring. The insulin pump also alarmed motor error. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.